Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient date of birth, age, weight, race, ethnicity, and medical history were not provided. Concomitant med products: 150cm x 15cm prowler select plus microcatheter. (B)(6). [Conclusion]: the healthcare professional reported that during the procedure using the y-stent technique to treat a bifurcation aneurysm at the right middle cerebral artery (mca), the 150cm x 15cm prowler select plus microcatheter (606s252x / 30066727) was properly positioned and when the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10906474) could not be introduced into the microcatheter; the delivery wire became impeded in the microcatheter. During the attempt to remove the enterprise stent device from the microcatheter, the enterprise stent prematurely deployed in the microcatheter. The prowler select plus microcatheter and the enterprise stent were removed from the target position. The prowler select plus microcatheter was irrigated and repositioned back in the target lesion and a second 4.5mm x 22mm enterprise® vascular reconstruction device from the same lot (10906474) was used. This enterprise stent was introduced into the microcatheter, but the delivery wire was met with resistance. At this point, the physician decided to remove the prowler select plus microcatheter and advance the vasco microcatheter (ait balt) and used the 4.5mm x 22mm enterprise® vascular reconstruction device from lot 10911251; the enterprise stent was successfully deployed at the target site and the procedure was completed as planned without complications. There was no report of patient consequence or adverse event. The 4.5mm x 22mm enterprise® vascular reconstruction device was reported as not available for return. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (10906474) relative to the manufacturing, inspection, and packaging was performed by (B)(4). The device history record (DHR) indicates that the product underwent final inspection testing at (B)(4) and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided in the complaint and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue related to the delivery wire being impeded in the prowler select plus microcatheter and the premature deployment of the enterprise stent during the attempt to remove it from the microcatheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2018-00778 and 1226348-2018-00779. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure using the y-stent technique to treat a bifurcation aneurysm at the right middle cerebral artery (mca), the 150cm x 15cm prowler select plus microcatheter (606s252x / 30066727) was properly positioned and when the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10906474) could not be introduced into the microcatheter; the delivery wire became impeded in the microcatheter. During the attempt to remove the enterprise stent device from the microcatheter, the enterprise stent prematurely deployed in the microcatheter. The prowler select plus microcatheter and the enterprise stent were removed from the target position. The prowler select plus microcatheter was irrigated and repositioned back in the target lesion and a second 4.5mm x 22mm enterprise® vascular reconstruction device from the same lot (10906474) was used. This enterprise stent was introduced into the microcatheter, but the delivery wire was met with resistance. At this point, the physician decided to remove the prowler select plus microcatheter and advance the vasco microcatheter (ait balt) and used the 4.5mm x 22mm enterprise® vascular reconstruction device from lot 10911251; the enterprise stent was successfully deployed at the target site and the procedure was completed as planned without complications. There was no report of patient consequence or adverse event. The 4.5mm x 22mm enterprise® vascular reconstruction device was reported as not available for return.